Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deployment difficulties as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: value analysis coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a carotid stent via 8 french sheath, the angio-seal was attempted to close the left groin. However, the device did not achieve homeostasis at withdrawal. Therefore, manual pressure was applied was a femstop was used. The staff transferred the patient was the procedure table to a stretcher while holding pressure. A staff member held manual pressure and needed to be switched out multiple times. The patient was wheeled out to post-op while staff member held pressure. Hemostasis should have been achieved prior to moving the patient. The patient was stable, and the blood loss was less than 250cc. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No equipment or other devices were used with the angio-seal. The patient was on heprin, plavix, brilinta; however, did not have a history of a bleeding disorder.